Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received and reviewed: on (B)(6) 2017, the patient had a right knee tricompartmental cemented posterior stabilized rotating platform total knee arthroplasty to address degenerative osteoarthritis. Depuy components, including depuy patella, and depuy cement x2, were used during this procedure. On (B)(6) 2019, right revision to right total knee arthroplasty with extensive debridement and removal of all components to address pain, and suspected tibial components loosening. The surgeon reported that the patella and femoral component were well fixed. The femoral component and insert were revised with no allegation of deficiency. The patella was left in-situ. The tibial tray was loose at the implant/cement interface. Doi: (B)(6) 2017 dor: (B)(6) 2019 (right knee).